Manufacturer narrative:
The device was returned for analysis. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported material separation was able to be confirmed. The reported deformation due to compressive stress/kink was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The treatments appears to be related to the operational context of the procedure as the separated portion was retrieved via snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified left peroneal vessel that is 90% stenosed. Vessel was pre-dilated with an 2.0x20mm armada xt and a 3.0x15mm trek balloon. A 3.0x18mm xience prime stent was attempted to be advanced, but met resistance with anatomy and the delivery catheter became kinked. The device was removed and a 2.5x18mm xience prime was attempted to be advance but also met resistance with anatomy. The delivery catheter became kinked and device separated at the shaft. It was noted the separated portion was retrieved via snare. No stent was implanted and lesion was treated with balloon dilatation. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.